Manufacturer narrative:
The device was later explanted for normal battery depletion.

Manufacturer narrative:
Technical services discussed behavior and requested the device be returned for analysis upon its explant. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized for non-device related issues. However, there was concern as this device declared the elective replacement indicator (eri) within four years and had a voltage of 2.66 and charge times of 18.9 seconds. There was report that this patient has had a lot of atrial tachycardia pacing therapies while implanted. No adverse patient effects were reported.